Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
During a coronary stenting procedure, the physician noticed that the distal end of the stent was flared. The pt's age was unknown, but was a female. The target lesion was the mid left anterior descending artery (lad). The lesion was a de novo and slightly calcified, but was not tortuous. There was 90% stenosis. Pre-dilation with a balloon was conducted and then a cypher (3.5/13mm lot: 15041232) stent was delivered to the target lesion, but it would not cross the target lesion. Therefore, the physician tried to redeliver the cypher by using 4-in-6 technique, but the stent flared at the distal end. Therefore, the physician stopped using the cypher. Eventually the procedure was finished successfully with the implant of a different stent (taxus). There was no pt injury reported. The physician did not indicate any anomalies prior to use. Physician's comment: there was a possibility that the stent flared during the attempts to cross the lesion through the 4f guiding catheter.